Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued multiple alarms indicating the device needed replacement, including system algorithm data parity check, software runtime error, and state error, and a restart did not clear the alerts; the user was directed to transition to injections or backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter , analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed consistent device software errors. Device malfunction was confirmed via log review with three total alerts being triggered. The alerts were determined to be caused by a software bug.